Event description:
It was reported that their st holster has a crack in the green cable and they noticed that there was also a short in it. During the case, they rec'd a green cable error code (no code noted). There was no pt consequence reported, the case was completed by taping it together.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.